Event description:
On (B)(6) 2010, the patient underwent treatment with gore excluder aaa endoprostheses, and later underwent an intervention for an endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional device: (B)(4).